Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was to be used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the physician found the basket wire was broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4). Physical analysis of the device found the tip had been detached and was not returned. The proximal end of the side car-rx was slightly torn. Further evaluation found the basket wires were intact and unbroken. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the basket wire broke. It appears the customer inadvertently detached the tip and perceived it as a broken basket wire. Although the event information provided states the issue was noticed during unpacking and while outside the patient, the dark red residue found on the device is consistent with a clinically used product. Therefore, the most probable root cause of "operational context" is selected for the complaint. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was to be used on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the physician found the basket wire was broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".